Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda and poor image resolution appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as two additional clips were implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), a rotated heart, and friable leaflets from medicinal steroid use for a mitraclip procedure. Imaging was noted to be challenging due to the rotated heart. After deploying an ntw, a single leaflet device attachment (slda) occurred. The posterior leaflet was detached. Two additional clips were implanted to stabilize the slda. This resulted in a prolonged procedure with no patient harm. Per the physician, the slda occurred due to friable tissue caused by steroid use. The mr was reduced to grade <1. There were no adverse patient sequelae.